Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, a blood leak of the hemostasis valve was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Only the tacticath se catheter was inserted into the hemostasis valve.